Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be due to an electrically leaky capacitor, designator c160.

Event description:
It was reported that the device had an illuminated service indication and logged an event code that could potentially cause a critical failure of the device. After an evaluation by physio-control, it was observed that the device no longer had the AED function during defibrillation therapy. Manual defibrillation could however still be delivered. With no AED function, its likely that not all device users would have the ability to deliver defibrillation therapy. There was no patient use associated with the reported failure.